Manufacturer narrative:
During inspection and testing, service found the auxiliary channel was clogged due to insufficient cleaning and foreign material was exiting the channel. In addition, the flexibility adjustment ring did not rotate, the air/water and suction cylinders were discolored, the plastic distal end cover was cracked, the light guide lens was cracked, the adhesive on the bending section cover had a third party repair, the connecting tube was wrinkled, angulation in the up direction and the play in the up/down angulation knob did not meet standard value due to wear of the angle wire, the bending tube was damaged, and the universal cord was buckling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the insertion tube was flabby. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the auxiliary channel was clogged and foreign material was exiting the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Event description:
The customer provided additional information on 02-sep-2022: the event took place on (B)(6) 2022. After the examination of one patient, during the cleaning of the endoscope, it was found that the jet channel was blocked and that instrument was put out of use and sent for service.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient cleaning, handling issue. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection - inspection of the endoscopic system - inspection of the auxiliary water feeding function - confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section. Olympus will continue to monitor field performance for this device.